Event description:
It was reported that it was difficult to connect to the system monitor for device interrogation most likely due to the insulation fracture on the white system controller power cable. The system controller was able to connect to the system monitor after several attempts. The patient denied any alarms and was feeling well. The system controller was safely exchanged. The event log files contained a few pulsatility index (pi) events as well as routine power source changes. A few unusual power cable disconnect alarms were seen in the files. These were related to the damaged power cable and not a problem with power sources. Changing the system controller resolved the power cable disconnect alarms. The pump was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section e3 - occupation: corrected. Manufacturer's investigation conclusion: the reported event of a communication issue associated with a damaged power cable in the system controller was not confirmed. The reported event of a power cable disconnect alarm while connected to batteries was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 15 days ((B)(6) 2024 ¿ (B)(6) 2024 per time stamp). On (B)(6) 2024 at 06:07:37 while connected to batteries, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that it was difficult to connect to the monitor for device interrogation most likely due to the insulation fracture on the white controller power cable. The controller was consequently exchanged. Additional information provided stated that exchanging the controller resolved the communication issue. There were no photos or additional documents provided. The extent of the damaged power cable is unknown. Although not confirmed, damage to the white power cable can result in communication issues between the controller and monitor. Multiple attempts were made to obtain additional information from the customer regarding the return of the product; however, no response was received. A root cause of the reported events could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.